Event description:
Customer alleges chair will die suddenly on her way back down a small hill. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41, serial number/date code is unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's preexisting medical condition states she suffers from bad knees and r.a. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that when she leaves her home to go to a store, just around the corner, the chair allegedly dies on the way home when she goes down a small hill, thus causing her to have to push the chair home. The consumer alleges that the battery is on a full charge. Consumer to contact road runner mobility to have a technician take a look at the power chair. No injury or medical intervention alleged. No RMA issued at this time.